Event description:
Physician reporting rupture of the right device diagnosed by MRI & CT scan. Device remains implanted.

Manufacturer narrative:
Continued e1. Phone number- (B)(6). Continued e1. Fax number- (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted.

Event description:
Physician reporting rupture of the right device diagnosed by MRI & CT scan. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.3., h.6. Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken device on radius assessed as an unidentified (tear) opening (shell thickness within spec). Additional observations: no other observations observed on the device.

Event description:
Physician reporting, rupture of the right device. Diagnosed by MRI & CT scan. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified, rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.